Event description:
It was reported on (B)(6) 2012, that a vns patient was in the ER due to an increase in seizure activity occurring over the past few days. No other information was available other than the patient will be discharged and referred back to his neurologist. Additional information received revealed that the patient has yet to follow up with the neurologist so he is not able to provide an assessment of the seizure activity.

Manufacturer narrative:
If implanted, give date (mo/day/yr),corrected data: initial report stated the implant date was (B)(6) 2011, however it is (B)(6) 2011. The information has been corrected on this report.